Event description:
It was reported that the patient had not felt stimulation sensation for two weeks, leading to a return of pain. No stimulation was felt, even at the highest amplitude. The patient believed the event occurred while swimming in a physical therapy pool. The implantable neurostimulator was fully charged and the external components were working. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, accessory model 37092 lot# 239260001 implanted: (B)(6) 2010 explanted: na, programmer model 37743 serial# (B)(4), recharger model 37752 serial# (B)(4).

Event description:
Additional information received reported the lead had migrated. The patient was reprogrammed in (B)(6) 2012 and had an excellent stimulation pattern. The patient was followed up with in (B)(6). There was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported this third device malfunctioned in 2011. The ins or leads malfunctioned. The patient did not have the exact reason and stated the leads came out. The consumer reported there was a third replacement because the previous system malfunction and had to reset.